Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that while performing a CT lung patient procedure on "patient a" the images were loaded into the CT viewer for the procedure, images obtained from a different patient procedure, a CT pelvis exam on "patient b", also loaded into the CT viewer and all the images were labeled with "patient a's" information. A philips quality assurance analyst confirmed that the customer recognized the discrepancy immediately because the anatomy scanned was different in each exam and there was no harm to a patient, operator, or bystander. The philips quality assurance analyst confirmed that the images were mislabeled only in the CT viewer and the images transferred to the picture archiving and communications system (pacs) and intellispace portal were labeled correctly; there was no misinterpretation or mistreatment of a patient. The operator performed a logout/login and then continued the procedure; a rescan was not required. The issue did not occur after the logout/login was performed.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that while performing a CT lung patient procedure on patient a, the images were loaded into the CT viewer for the procedure. Images obtained from a different patient procedure, a CT pelvis exam on patient b, also loaded into the CT viewer and all the images were labeled with patient a's information. A philips quality assurance analyst (qaa) confirmed that the customer recognized the discrepancy immediately because the anatomy scanned was different in each exam. There was no harm to a patient, operator, or bystander. The philips qaa confirmed that the images were mislabeled only in the CT viewer. The images that transferred to the picture archiving and communications system (pacs) and intellispace portal were labeled correctly. There was no misinterpretation or mistreatment of a patient. The operator performed a logout/login and then continued the procedure. Log out/log in resolved the labeling issue and the customer did not have to manually change the patient details. A rescan was not required. On (B)(4) 2015, the field service engineer (fse) went to the customer site and verified a log off and log on resolved the issue. No parts were replaced and the fse did not provide a bugrep or log files from the event. The fse provided digital imaging and communications in medicine (dicom) images of patient a but did not provide the dicom images from patient b for analysis by CT engineering. A philips software engineer reviewed the complaint and concluded that since there were no complete logs available, they were unable to investigate the issue that was reported. As the data provided for a complete investigation of this issue was not provided, CT engineering was unable to determine the cause of this malfunction. However, the customer did a log out/log in which corrected the labeling of the images and resolved the issue. CT engineering determined this reported event to have an acceptable risk.